Manufacturer narrative:
The device was returned to stryker for evaluation. During evaluation it was noted that the device does not power on when a battery is inserted to well 1, due to the battery pin in well 1 being pressed into rear case. When using battery well 2 to power device, the device powers on as expected and does not experience unexpected power shut off. The rear case was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.